Event description:
The user facility reported to terumo cardiovascular that they received expired oxygenators.

Manufacturer narrative:
Terumo did not receive the actual product, no investigation completed. The incorrect expiration date was entered into warehouse system. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).